Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the reducer cap seemed to be dislodged inside the package and it fell off when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.